Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition has been confirmed but not reproduced. The assignable cause is faulty pumphead module. The pumphead module has been replaced.

Event description:
The facility representative reported a colleague infusion pump with failure code 810:11. The reported condition was identified during biomedical testing, during delivery. There was no documented patient injury or medical intervention related to the reported condition. The user interface module master software version for this device is (B)(4), categorized as remediated. No additional information is available.